Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device control unit did not function, the controller did not function properly and the motor power was too low. It was further determined that the device failed pretest for trigger test, check trigger and ecu (electric control unit) function and check power at the motor with test bench min. 190 to 250 w. It was noted in the service order that the device falters when you put in force. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.